Event description:
It was reported that during the surgical procedure when fixating the graft, the tip of the screw broke. No patient injury or significant time delay reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.